Event description:
This patient developed an rv lead fracture. It was reported on home monitoring and confirmed by interrogation. The physician capped the p/s pin on the lead and implant a pacing lead for the p/s function. Everything checked out great after the upgrade.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were inspected. The analysis revealed the presence of noise in the ventricular and the far-field channel. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no further conclusions can be drawn.